Event description:
A complaint of pain at the pocket site, while charging and sitting, was reported. The physician prescribed locaine patches to try to reduce the patient's pain. Patient is scheduled to have a pocket revision.